Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: the instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the 66 year old female patient was on impella 5.5 support and during support, the patient was profoundly thrombocytopenic requiring platelet transfusions. Decision was made by surgeon not to start heparin. Staff noticed dampening of the motor current, impella position unknown alarms, separation of the ao/lv waveforms and frequent suction events. Echo confirmed completely collapsed left ventricle with the pump sitting deep in the ventricle. The pump was explanted. Upon explant an extensive clot was seen within the inlet cage as well as almost completely occlusive at the outlet. The patient survived the procedure.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed.no product was returned for evaluation. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Low pump flow: data logs were reviewed and at time of reported low pump flow shows persistent suction alarms occurring with flows lower than expected range for p-level. Motor current becomes variable and increases in amplitude without changes in p-level. No motor current spikes observed at time of reported low flows. Clinical details noted that overnight motor current was observed to be dampening with "impella position unknown" and 'suction" alarms. Patient was hemodynamically stable at the time with flows of 1,4l/min at p-4. Additionally, it was noted that a large thrombus was present on the inflow and outflow cage at explant. The root cause of the low pump flow could not be definitively determined as no product was returned for evaluation. Positioning issues: data logs were reviewed and at beginning of case shows pump was initiated then turned down to p-0 and then restarted. ¿impella position unknown¿ alarms were triggered persistently at beginning of case. The root cause of the positioning issues could not be definitively determined as limited clinical details were provided at time of reported issue. Thrombus: extensive clot was seen on both inlet and outlet cage upon explant. Thrombus can be observed in the body or on the pump upon explant. To determine the true root cause of the thrombus, sufficient clinical information mentioned would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.